Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-03522. It was reported that balloon rupture occurred. The target lesion was located in the mid to distal right coronary artery. A 2.25 x 28 synergy¿ drug-eluting stent was advanced to treat the lesion. However, upon stent deployment on initial inflation at 12 atmospheres, the stent delivery balloon ruptured. The stent was deployed and well apposed to the vessel wall. The device was simply pulled out from the patient's body. A 2.25 x 38 synergy¿ drug-eluting stent was then advanced to treat the lesion. Upon stent deployment on initial inflation at 12 atmospheres, the stent delivery balloon also ruptured. The stent was deployed and well apposed to the vessel wall. The device was simply pulled out from the patient's body and the procedure was completed. No patient complications were reported and the patient¿s post procedure condition was good.

Manufacturer narrative:
Device evaluated by.: synergy ous mr 2.25 x 38mm stent delivery system was returned for analysis. The stent was not returned for analysis as it was deployed during the procedure. The manufacturing crimp data for this device was reviewed and there were no anomalies noted. The maximum stent profile was within the specification. The balloon body was reviewed and it was noted that the balloon was not fully deflated. There was evidence of blood inside the balloon body. There were crimp markings evident on the balloon body. An attempt was made to inflate the device to rated burst pressure using a hand-held encore inflation device. The attempt failed due to a pinhole leaks identified in the balloon body. Leaks were identified in the balloon between 4.5 -7mm distal to the distal edge of the proximal markerband and also at 13 mm from the distal edge of the prox markerband. A visual and tactile examination of the hypotube revealed no issues. An examination of the shaft polymer extrusion identified damage. On the proximal and distal side of the bi-component bond there were marks on the outer extrusion, pinhole leaks were identified on the proximal side where the damage was identified. The extrusion was damaged for a total length of 3.1cm. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Same case as MDR ID 2134265-2018-03522. It was reported that balloon rupture occurred. The target lesion was located in the mid to distal right coronary artery. A 2.25 x 28 synergy drug-eluting stent was advanced to treat the lesion. However, upon stent deployment on initial inflation at 12 atmospheres, the stent delivery balloon ruptured. The stent was deployed and well apposed to the vessel wall. The device was simply pulled out from the patient's body. A 2.25 x 38 synergy drug-eluting stent was then advanced to treat the lesion. Upon stent deployment on initial inflation at 12 atmospheres, the stent delivery balloon also ruptured. The stent was deployed and well apposed to the vessel wall. The device was simply pulled out from the patient's body and the procedure was completed. No patient complications were reported and the patient¿s post procedure condition was good.